Manufacturer narrative:
Follow-up #1: date of submission 04/12/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/22/2017 with the following findings: the black box showed an auto-off alarm on (B)(6) 2017 at 11:54; delivery never resumed. The last bolus delivery was a 1.0 unit normal bolus at 16:07 on (B)(6) 2017. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The last basal delivery was on (B)(6) 2017. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No defects were found on investigation; the complaint could not be confirmed or duplicated. Unrelated to the original complaint, the battery compartment was noted to be cracked and the display was dim/faded/discolored. (B)(4).

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2017 was 357 mg/dl with abdominal pain, excess urination, extreme thirst, nausea, and symptoms of dehydration. No additional information was provided and troubleshooting could not be performed. Several unsuccessful attempts have been made to contact the patient. This complaint is not being reported because a device malfunction or use error could not be ruled-out as a cause or contributing factor for the reported health event.